Event description:
Bausch & lomb received a telephone communication from a consumer who underwent implantation of the crystalens intraocular lens in the right eye. Approx two months postoperatively, the pt reports experiencing problems with distance vision, headaches, and double vision. According to the pt, the physician recommended glasses to correct his vision. The physician has prescribed antibiotics for eye irritation and burning sensation as reported by the pt. The pt has been seen by a retinal specialist who reports age-related macular degeneration (amd) has not progressed. Additional info has been requested.

Manufacturer narrative:
According to the physician, the pt has age-related macular degeneration (amd) which is a contributing factor to the reported event. The intraocular lens is implanted.